Event description:
It was reported that pump displayed malfunction alarm with code ¿malf 0¿ and fault ID while no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if issue occurred again, which customer acknowledged and understood.